Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the main drawer 4 failed and is not making any sound. The customer tried to recover multiple times, but the issue stayed back. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a main drawer 4 fail to stay close message on screen. The field service engineer notices magnet was missing on latch, installed new latch drawer to resolve the issue. The fsc stated that the customer confirmed that there was a delay in dispensing medication to the patient due to the issue. The system functioned as intended after the field service engineer troubleshooted the device.